Event description:
It was reported that patient-triggered episodes were not accessible. Merlin was restarted but a second attempt failed. A firmware download was performed and the device functioned normally with accessible patient-triggered episodes. The patient¿s condition was fine during the event.

Manufacturer narrative:
(B)(4).